Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 5 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced adhesive issue with six infusion sets between (B)(6) . Patient reported infusion set fell off during use. Blood glucose levels were between 100-199 mg/dl at the time of event. Patient used infusion set for 1-2 days and replaced infusion set and resumed insulin successfully. No further information available.